Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd maxplus extension set the clamps were deformed. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the product has broken clips.

Event description:
It was reported while using an unspecified bd maxplus extension set the clamps were deformed. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the the product has broken clips.

Manufacturer narrative:
H6: investigation summary: a complaint of broken clips was received from the customer. A photo of the clamp was provided for investigation. The clamp is separated from the rest of the set and appears damaged. The customer complaint was confirmed. A device history record review could not be performed because the lot and model number are unknown. As a physical sample was not returned, a root cause could not be established.